Event description:
A 2.7 drill bit was used with a drill sleeve to drill the first hole for ucl brace. The guide began to melt and then broke, touching the ulnar nerve as it spun. Pt is experiencing pain since the event in the last two fingers.